Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a peritoneal dialysis catheter. The customer states on (B)(6) 2012, a patient undergoing peritoneal dialysis found the dialysis tube ruptured when changing the solution 3 days after surgery. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.